Event description:
It was reported that while the ventilator was connected to a pt, the alarm indicating that the airway pressure exceeded the set upper pressure limit was generated and the ventilator stopped ventilating.